Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly via merlin.net. Upon interrogation in the clinic, no error message was observed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.